Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter neurovent-p (sn (B)(6)) met specification during manufacturing. Final inspection of the finished catheter was passed. This demonstrates that the catheter has been manufactured and sold in conformance to relevant specifications. As we have not received the catheter back at the current time, further investigations into the cause of the error could not be carried out so far. Conclusion: since the catheter has not yet been made available by the hospital for investigation and we cannot exclude the possibility of a malfunction from the information available to us, the event is preventive evaluated as reportable in accordance with 21 cfr803.

Event description:
Through our distributor of vietnam we received the following decription of an event to one of our catheter neurovent-p (sn (B)(6)): descripition of complaint: "does not display icp signal on monitor, displays only "icp unable to zero - no transducer (this was tried on multiple monitors, no success)" the following are the hospital's responses to further questions about the event: (1) when did the defect occur exactly? Was it during the implantation or after the implantation? Answer of clinic: -the defect occurred after implantation, implantation went without issues (2) did the implantation occur according to the IFU? Which raumedic accessories were used with the catheter (bolt or tunneling kit)? Answer of clinic: -implantation went according to the IFU, catheter was implanted with bolt-drill-kit ch5 (3) since the icp was not displayed, was the patient medicated without the display of icp or did another surgery take place to explant the faulty catheter? Answer of clinic: -patient was further treated without the display of icp, catheter was not replaced no further surgery took place (4) what other steps were taking place to monitor the patients icp? Was another catheter implanted? Answer of clinic: -inical monitoring: glasgow score, focal neurological signs, pupils and vital signs were performed, all other monitoring was still performed -patient was treated accordingly and later moved from ICU to regular station -no other catheter was implanted the patient continued to be treated based on other vital signs despite the lack of icp. The catheter was not changed, so no further surgery took place. The patient was transferred from the ICU to the normal ward after a few days.

Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter neurovent-p (sn (B)(6)) met specification during manufacturing. Final inspection of the finished catheter was passed. This demonstrates that the catheter has been manufactured and sold in conformance to relevant specifications. As we have not received the catheter back at the current time, further investigations into the cause of the error could not be carried out so far. Conclusion: since the catheter has not yet been made available by the hospital for investigation and we cannot exclude the possibility of a malfunction from the information available to us, the event is preventive evaluated as reportable in accordance with 21 cfr803. Update dated 2023-10-26: after arrival of the catheter at the plant an initial checkup in air at room temperature and in a water bath at 37°c was performed. The catheter has shown an icp value out of specification. During investigation of the catheter and of the connector it was shown one wire was severed and the wire reserve was missing who indicates an overstretching of the catheter. Therefore, the catheter must have been exposed to strong mechanical stress. No abnormalities were found during the review of the manufacturing records. The drift measurement over 60 hours during manufacturing process confirms that the catheter left the plant according to specifications. The present sings of mechanical manipulation of the catheter, this incident is handles as user error. The precautions and instructions in IFU were not sufficiently observed. Conclusion: according to the investigation report dated 2023-10-26, the failure of missing icp values was due to the user error without a serious injury.

Event description:
Through our distributor of vietnam we received the following description of an event to one of our catheter neurovent-p (sn (B)(6)): description of complaint: "does not display icp signal on monitor, displays only "icp unable to zero - no transducer (this was tried on multiple monitors, no success)" the following are the hospital's responses to further questions about the event: (1) when did the defect occur exactly? Was it during the implantation or after the implantation? Answer of clinic: the defect occurred after implantation, implantation went without issues - catheter was implanted and did not show an icp value after the initial zeroing procedure (2) did the implantation occur according to the IFU? Which raumedic accessories were used with the catheter (bolt or tunneling kit)? Answer of clinic: implantation went according to the IFU, catheter was implanted with bolt-drill-kit ch5 (3) since the icp was not displayed, was the patient medicated without the display of icp or did another surgery take place to explant the faulty catheter? Answer of clinic: patient was further treated without the display of icp, catheter was not replaced no further surgery took place (4) what other steps were taking place to monitor the patients icp? Was another catheter implanted? Answer of clinic: clinical monitoring: glasgow score, focal neurological signs, pupils and vital signs were performed, all other monitoring was still performed - patient was treated accordingly and later moved from ICU to regular station - no other catheter was implanted the patient continued to be treated based on other vital signs despite the lack of icp. The catheter was not changed, so no further surgery took place. The patient was transferred from the ICU to the normal ward after a few days.